Event description:
It was reported that there was an increased right ventricular (rv) lead pacing threshold and intermittent rv capture at maximum output. A lead revision is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies were found. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(4); 5076 implantable pacing lead implanted: 2012 (B)(6); 4296 implantable pacing lead implanted: 2012 (B)(6). (B)(4).